Manufacturer narrative:
(B)(4). Evaluation summary: the device was serviced on-site by a field service technician. A visual inspection, alarm log review, and functional test were performed. During the alarm log review and functional test an f-36 alarm was identified. The cause of the f-36 alarm was determined to be a defective central processing unit board. To correct the condition, the device was removed from service. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a flogard infusion pump would not turn on. It was not specified when in the process this occurred. There was no patient involvement. No additional information is available.